Event description:
It was reported that, at (B)(6) joules; 12:28 minutes, the fiber started to end fire (not side firing). The fiber was exchanged and the procedure was completed utilizing the second fiber. "No damages to the patient" was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device available for evaluation updated. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.